Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-16202. It was reported that after experiencing a fall, the patient's leads now exhibit high impedances. Due to the impedances, the patient is unable to have an MRI. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.